Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed on lesion. During the procedure it was noticed that there was damage to the 3.00 x 20mm synergy xd drug eluting stent at the distal portion of the device. The procedure was successfully completed with another of the same device without further issue or patient injury.